Manufacturer narrative:
The hospital was unwilling to provide any additional information. However, skull fractures are a known risk factor of operative vaginal deliveries and is listed as a potential adverse event on the kiwi omnicup instruction for use. The incidence of skull fractures associated with vacuum deliveries is extremely small and is often related to the abnormal labor process as opposed to the use of vacuum.

Event description:
It was reported by the chief ob that the baby had a skull fracture post use.